Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated that they had poked themself in the chest with a bobby pin and presented approximately ten days later with their implantable cardioverter defibrillator (ICD) pocket inflamed and swollen. The ICD was extracted and the right atrial (ra) and right ventricular (rv) leads were capped due to a pocket infection. The leads are planned to be extracted at a future date. Cultures were taken antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.